Event description:
A distributor returned electrode belt sn (B)(4) and reported that the electrode belt ECG electrodes were non- functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem; (ECG electrodes non-functional) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause of the failure was isolated to shorted violet (agnd) wires inside of ECG c. The root cause for the exposed wire could not be positively identified. No adverse event resulted from the defective electrode belt.